Event description:
Casella, g. T., khurana, s. R. Undiagnosed catheter connection malfunction in a two-piece catheter as the cause of failed intrathecal baclofen (itb) pump therapy. A case report. Pm<(>&<)>r. 2013;5(9, supplement). Summary: a (B)(6) man with spinal cord injury and itb pump to treat spasticity. Itb pump was placed in 2004 and replaced in (B)(6) 2009. In (B)(6) 2009, the catheter was changed. His spasticity was well controlled until (B)(6) 2012, when he began experiencing increased spasms. The pump was interrogated and logs reviewed multiple times; catheter access done with no abnormalities. He underwent a dye and roller study under fluoroscopy that did not demonstrate leakage, obstruction, or migration of the catheter, but the pump failed the roller study. In a second study, pump and the catheter were functioning properly. Because the patient¿s spasticity was poorly controlled, the pump and the 2-piece catheter were changed and examined. A leak in the connector between the 2-piece catheter was identified upon injection of saline. Spasticity improved significantly after the pump and catheter were changed. Reported event: in (B)(6) 2009, the catheter was changed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: catheter. (B)(4). Event date is an estimate based on the information provided that the catheter was replaced in ¿(B)(6) 2009¿. It was not possible to match these events with any previously reported events. Implant/explant dates estimated; exact dates unknown.